Event description:
It was reported that this right ventricular (RV) lead was explanted and replaced due to high capture thresholds, pacing impedance issues and high out of range shock impedance measurements. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.